Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump that "stopped when turned on, will not run" was not confirmed or duplicated during product evaluation. Therefore, no assignable cause could be provided for this condition and no repair was necessary.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that "stopped when turned on, will not run"; this condition had the potential to interrupt delivery. This condition was found in the med surgery department. It is unknown when this event occurred. No patient injury or medical intervention was reported. There was no reported patient involvement. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.